Event description:
It was reported that during an oral procedure the pt received a second degree burn to the left side of the mouth. The burn was treated with a topical cooling ointment and there is no expected scarring at this time. Another handpiece was available to complete the procedure.

Manufacturer narrative:
The handpiece and attachment were returned to the manufacturer for investigation. According to the investigation details, the attachment had corrosion throughout the internal components. When corrosion builds up within the attachment it can lead to the attachment overheating.